Manufacturer narrative:
The reported event of lead would not track over guidewire was confirmed. Visual examination of the lead found blood/body fluids on the inner coil throughout the entire lead. Guidewire insertion test found obstruction/restriction. After cutting the lead at the guidewire insertion test obstruction/restriction region to examine the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of lead would not track over guidewire was due to the inner coil clogged with blood/body fluids.

Event description:
It was reported that during implant procedure, the left ventricular (lv) lead could not be advanced deep enough into the target vessel. Multiple attempts to reposition the outer sheath and inner sheath to advance the lead were unsuccessful. A new lead was implanted successfully. The patient tolerated the procedure well and was discharged to home.